Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013.device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: on examination the bolus button cover and plug are detached from the pump with the internal contact exposed. There was no evidence of contamination or other anomalies found.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the audio bolus button was unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio bolus button issue remained unresolved with troubleshooting.